Manufacturer narrative:
This follow up report is being submitted to include the device history record (DHR) review and results from the legal manufacturer investigation. The legal manufacturer performed the DHR review for this device and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. This device was manufactured before the countermeasure by the operational amplifier circuit design change of the dr board, and it is inferred that it occurred by the failure of the operational amplifier. Olympus will continue to monitor complaints for this device.

Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, the reported event of no image was confirmed. A full inspection was performed and the unit failed inspection for no image with 180 scopes due to faulty ap and dr patient board set. Investigation activities have been opened to manage the actions related to this report and any required MDR reporting. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the evis exera iii video system center has no image. The event occurred during preparation prior to an unknown procedure. There was no patient involvement, no harm or user injury reported due to the event.